Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2025, the patient underwent a right-hippocampal resection and routine rns neurostimulator replacement. On (B)(6) 2025, the patient was reported to have evidence of a superficial incisional infection/ dehiscence, and on (B)(6) 2025, the patient underwent an rns system explant (neurostimulator and two depth leads). Antibiotic treatment details were not provided.